Manufacturer narrative:
Product event summary: the data files and the pscic101 catheter interface cable (cic) with lot number b000409101 were returned and a nalyzed. Data files were received and were not able to be analyzed due to the format of the files. New data files have been requested. The catheter interface cable appears intact without any visible issues. The generator plug of the cic was connected to a generator without encountering any resistance, and the connection was secure, indicating all latches were fully engaged with the generator c onnector. Subsequently, the handle plug of the cic was connected to a test catheter without any issues. The returned cic was connected to a test catheter, and therapy delivery was performed without any issues. Testing for electrical continuity revealed intact wires without any detachment or breakage. In conclusion, the reported issue (use of expired product and generator error message indicating the catheter was invalid) was not reproduced during testing. The catheter interface cable passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter interface cable used was expired and a generator error message indicating the catheter was invalid occurred. The catheter interface cable was replaced, after which the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.